Manufacturer narrative:
The customer's urisys 1100 analyzer and one vial of test strip lot number 38055502, containing 44 of 100 test strips were returned for investigation. The analyzer is clean and showed no damages. The test strip material showed no abnormalities. The retention material of lot 380555, was measured on an iu cobas u411/urisys 1800 with native urine and a nitrite-dilution-series. The customer material of lot 38055502, was also tested with native urine and a nitrite-dilution-series.the measurements showed no false positive results and showed no abnormalities. Additionally, the customer urisys 1100 analyzer was measured with another strip lot (43065200), with native urine. The customer material showed no false positive results and fulfilled requirements.

Manufacturer narrative:
The customer changed the test strip tray, but the issue was not resolved. The retention material of lot 38055500 was measured on a cobas u411 with native urine and a nitrite-dilution-series. The measurements showed no false positive results and showed no abnormalities. The suspect product was requested to be returned for investigation. This event occurred in (B)(6). Phone was provided as (B)(6).

Event description:
Since a software update on the analyzer, the initial reporter received questionable nitrite results from the urisys 1100 analyzer when compared to visual readings. The customer received false positive nitrite results but the visual reading of the same test strip is negative. This happened with different test strip lots and with different patient urine samples. The customer was currently using strip lot 38055502 with expiration date 31-may-2020.